Manufacturer narrative:
Applied medical has just received the event device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Hand assisted laparoscopic nephrectomy - the surgeon noticed 1/2 way through the procedure that they were not getting a good seal. They were leaking pneumo. It was noted that the alexis sheath was separated from the ring half way around the ring. It was a partial tear and the sheath did not detach from the ring. The surgeon used mono polar l hook to take down adhesions during the procedure and inserted the instrument through the gel. The torn alexis was replaced and the procedure was completed. Type of intervention - na. Patient status - no effect on patient outcome.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that there was a tear originating from a puncture in the sheath as well as a visible outward stretch on the sheath. Based on the condition of the returned unit, it is likely that the leaking was caused an instrument that punctured the sheath during the procedure. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.